Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l4-l5 spinal root decompression. Four months later, the pt presented with a recurrent disc herniation (l4-l5 left side) which was moderate in intensity. Four days later, the pt underwent a repeat l4-l5 microdiscectomy. The event resolved with treatment within that same month. The investigator classified this event as unrelated to adcon-l. The investigatir noted "idiosyncratic effect - no specific injury/cause unknown" as a possible explanation for the event.